Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via call that reservoir had air bubbles. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Approximate size of air bubbles was unknown. Customer stated that the reservoir was leaking. The reservoir will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.